Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2015. During the insertion, when surgeon attempted to load the helical introducer into the plastic sheath attached to the mesh implant, the introducer punctured through the sheath. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of facility report # (B)(4).

Manufacturer narrative:
The metal introducer punctured through the white plastic sheath. The procedure was completed with another like device.